Event description:
It was reported that when the lens was inserted into the patient's eye both haptic tips were stuck to the left edge of the optic. It was stated that the lens was loaded to the exact specifications as described in the directions for use. The lens was successfully implanted. No patient injury was reported.

Manufacturer narrative:
Explant date: not applicable; the intraocular lens (iol) remains implanted at the time of submitting the MDR. (B)(6). Placeholder.

Manufacturer narrative:
All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. No process and/or material changes were noted. All pertinent information available to the manufacturer has been submitted. Placeholder.